Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Initial reporter facility name: (B)(6). Device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing was leaking at the lower lock connection could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that an unspecified bd secondary set experienced leakage. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown customer was attempting to do a chemo infusion via secondary set. They were first priming with saline. The saline was on the primary set and the secondary said had the chemo drug. They first primed the bag and attached the secondary set to the primary. Once they did that they realized at the end of the secondary set, right where the tubing connects to the lower lock, there was a leak. Possibly a hole and saline was leaking. They discarded the tubing, sent it back to pharmacy for a new chemo infusion.